Event description:
It was reported that a female patient who underwent breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5547268 number, and no non-conformances were identified. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 21, 2022. The investigation of the returned device was completed by the failure analysis lab on october 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant measuring approximately 1.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4) on october 13, 2022 mentor became aware that information was erroneously omitted from the initial report submitted. A1 (patient identifier) and a2 (date of birth) have been populated. The procedure was a breast augmentation revision. Replacement with a mentor smooth round moderate profile 250cc saline prosthesis was performed with explant.